Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that immediately when the vela ventilator was powered on it experienced "vent inop", "transducer fault" and "motor fault". The events log also recorded "transducer fault" and "turb diff: 452 failed". Performed transducer calibration and the "turb diff pressure cal" failed at 0 cmh20. The customer advised this occurred during est/uvt testing. There was no patient involvement.